Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient had to charge the implant a lot more than what her doctor had originally told her. She said that she was told she would have to charge once every 2 weeks but she has to charge her implant 2-3 times a week and sometimes every other day. They noted sometimes they increase the settings, and it was reviewed how the number of efficiency bars will affect recharge time. They were redirected to their doctor to see if reprogramming may help with the patient having to charge so often. The patient said she went in last week to the doctor's office. They noted this had been occurring for maybe the last 5 years. No medical or therapy problem was associated. No symptoms were reported. No further allegations/complications were reported.